Event description:
On (B)(6) 2010, the pt underwent an endotracheal tube exchange. The physician performed the exchange at the bedside in the critical care unit. The procedure was completed using a 15fr x 70 cm et introducer. No complications were present during or post procedure. Post procedure the pt had equal breath sounds bilaterally and chest x-ray verified the correct placement of the et introducer. On (B)(6) 2010, the critical care rn encountered some difficulty during pt suctioning. A bronchoscopy revealed a blue ringed object in the pt's trachea. Pt was taken to surgery and underwent a bronchoscopy to remove the object. A 22cm piece of the et introducer was removed from the pt's trachea.